Manufacturer narrative:
Citation: caughron h.; et al. Outcomes of transcatheter aortic valve replacement in end stage liver and renal disease. Catheter cardiovasc interv., 2021 jul 1; 98(1):159-167. Doi: 10.1002/ccd.29559. Pmid:(B)(4). Epub 2021 feb 17. Earliest date of publication used for date of event. Medtronic products referenced: evolut r, evolut pro (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes of patients with end-stage liver and end-stage renal disease (esld/esrd) who underwent transcatheter aortic valve replacement (tavr) for aortic stenosis/regurgitation. All data were collected from a single center between august 2014 to august 2019. The study population included 309 patients who were predominantly male with a mean age of 78 years. Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 47 were implanted with medtronic evolut r and 28 were implanted with medtronic evolut pro bioprosthetic valves (unique device identifier numbers not provided). Among all patients, five in-hospital deaths occurred. The nature and causes of death were not characterized. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: major vascular complications/bleeding/hematoma, disabling/non-disabling cerebrovascular accidents (cvas) and need for permanent pacemaker implantation. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.